Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified a fault put the device into safety mode. After the memory was corrected, the device went back into normal operation and was able to communicate with a programmer. The device was exposed to simulated hear load conditions where it operated with no interruptions in therapy output. Overall, analysis was able to confirm the device went into safety mode, however it was unable to determine what caused the memory corruption.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital after receiving shock therapy. Interrogation of the device with a programmer noted that the device recorded a code and had reverted to safety mode following the delivery of shock therapy. The patient was admitted to the hospital and the device was successfully explanted and replaced the following day. No additional adverse patient effects were reported.